Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges that the left motor is not locking up and goes into free wheel when the chair stops.